Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was not returned. The batch records have been reviewed and no issue found. The retained representative samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2019 and suture was used. The suture broke during use. Changed another one to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.